Manufacturer narrative:
The actual device was not returned; however, a companion sample was sent for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was within specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that overinfusion was observed with an access catheter extension set. The reporter stated that 50ml was programmed to be infused, but 100ml was infused. When using the sets, the fluids from both bags have infused at the same time. This is despite the fact that the primary infusion is placed at a lower height. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up with the customer, clarification was received that an overinfusion had been reported in error. The customer clarified that a secondary medication set experienced simultaneous flow with a baxter primary set. The primary saline solution was hung on the baxter provided hanger. A baxter infusion pump was used with the setup. Should additional relevant information become available, a supplemental report will be submitted.